Event description:
It was reported that during the deep brain stimulation (dbs) procedure the tunneling tool straw became completely split when removing it down through the chest incision. Ultimately, the physician made an additional incision at the lateral aspect of the neck in order to cut out and retrieve the rest of the straw from the patients neck.

Manufacturer narrative:
With the limited information, in the absence of the device return, the reported event of the tunneling tool straw splitting while being used was not able to be confirmed however review of imaging provided, confirmed the straw was deformed. A review of the manufacturing documentation and media review for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The device was disposed by the facility and not returned for analysis; therefore, a physical analysis has not been conducted in our laboratory. The device was discarded by the facility, therefore engineers concluded and determined the probable cause was unable to exclude device problem. Block d2b additional pro-codes nhl, pjs.

Manufacturer narrative:
Block d2b: nhl, pjs.

Event description:
It was reported that during the deep brain stimulation (dbs) procedure the tunneling tool straw became completely split when removing it down through the chest incision. Ultimately, the physician made an additional incision at the lateral aspect of the neck in order to cut out and retrieve the rest of the straw from the patients neck.